Event description:
It was reported that, "when opening (23mm body) the "bolt" fell on the floor. The surgeon and nurse felt the packaging was the "cause" so I had to open a (21mm body) to utilize the bolt."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.